Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level ranging between 399 mg/dl to "high"; cause was not known. Multiple boluses were delivered to address bg. Troubleshooting was performed and air bubbles were observed within the infusion set tubing and it was found that the customer had been using the cartridge for 3 days. The air bubbles were successfully primed out of the tubing to address the issue.